Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension, tachycardia and a cardiac tamponade. During a pulsed field ablation (pfa) procedure a farawave was selected for use. Physician obtained transseptal access and initiated the procedure as usual. Left superior and inferior pulmonary veins were isolated, then proceeded to the right sided veins. It was then noticed that patient's blood pressure was dropping. After finished the right inferior pulmonary vein the physician checked on intracardiac echocardiography (ice) and found a cardiac tamponade had occurred. The patient was given noradrenaline and protamine, a pericardial drainage was performed and the patient was monitored until bleeding stopped. The patient was transferred to the coronary care unit (ccu) and kept for observation. The patient left the ICU and was discharged successfully.